Event description:
Prior to a device upgrade procedure, the device was unable to be interrogated via bluetooth low energy (ble) telemetry. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported field event of bluetooth low energy (ble) telemetry issue was confirmed. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The cause of the reported event remains undetermined since the ble telemetry issue could not be reproduced.